Event description:
It was reported the adhesive border of the securement device detaches from the patient's skin within the first two days of use. No patient consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.